Event description:
The customer reported that there was a generator error. This message appears when the sys detects an error in any of the registers associated with the high voltage generator. The sys automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the batteries. The sys operates as intended.